Event description:
A customer reported to baxter product surveillance of an intravia bag in which a set could not be removed from this bag during an infusion. The bag has phenylephrine in it. There was an alaris pump and an alaris smart set used with this bag. There was patient involvement; however, there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A customer reported an intravia bag in which a set could not be removed from this bag during an infusion. During visual inspection, it was confirmed that the bag membrane port was ripped. The membrane port was received stucked in the unknown set spike. The event description indicates that the set could not be removed from this bag during an infusion. Alaris pump and alaris smart set was used with this bag. The membrane tube was not received on the complaint and was not possible to perform the dimensional measure. However, as part of the evaluation, the surface finish of the spike from the hospira (alaris) set is different from the baxter manufactured spike. The surface finish of the spike has an important role in the removal force. A baxter spike establishes the surface finish to be between 16 to 45 micro inches. The surface finish value obtained from the hospira spike was below baxter specification. A definitive root cause was not determined. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.